Event description:
MFR received a report from an attorney alleging that the seat of a manual wheelchair "tore away" and the user fell. As a result, the user sustained a broken shoulder. Eval of the device has not been permitted.